Event description:
During a left vats wedge resection procedure, the dr. Fired the device with a gold reload once. Nurse reloaded instrument with another gold reload, as he was closing the instrument with the white handle, he felt a grinding movement in the closure and sensed it was not right. He re-opened the instrument and closed down on the tissue again-this time it felt right. He then fired the instrument (not on any staple line) with 3 complete strokes, and there was bleeding along the staple line as well, when he opened the stapler, there was a white plastic piece in the shape of a triangle at the distal end of the knife blade track. He put in a new reload to refire the instrument and the reload did not stay in place, it fell forward. He then just got a new stapler and reload and all is well.